Event description:
Pt scheduled for high ligation of right saphenofemoral junction, stripping of long saphenous vein and hook excision of multiple varicose veins of lower extremity. At one incision in the posterior lower leg the #2 hook broke off and a small tip was lost. Extensive exam of leg was done but tip could not be found. Pt taken to recovery room after completion of procedure where an x-ray was taken. Future treatment to depend on discussion with pt and family. To date (5-14-96) no surgical intervention was requested.